Event description:
The customer reported a malfunction alarm on the pump, identified by malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which successfully resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the problem reappeared, to which they agreed and understood.